Event description:
Analysis of the returned device revealed the pusher wire was broken.

Manufacturer narrative:
The device history record review confirms that the unit met all material, assembly and performance specs. The coil was returned jammed inside the introducer sheath. The introducer sheath was cut away and blood was found on the coil. The pusher wire was kinked close to the proximal end near the coil and broken inside the damaged laminated tetrafluoroethylene (tfe) over the pusher wire. The coil was then inspected under the microscope. The zap tip at the distal end of the coil was plugged with blood. Trace amounts of blood were found on the fibered coil and the coil was kinked and damaged. Traces of blood were also found on the laminated section of the pusher wire. Additional info confirmed, continues flush was maintained during the procedure. Analysis of the returned coil indicates that due to the presence of blood on the coil, inside the introducer sheath and damage to the pusher wire, it is probable that insufficient flush was used during the procedure. This could have caused the coil to jam during insertion, which in turn put pressure on the pusher wire causing it to break. The damage found on the laminated tfe section over the broken section of the pusher wire also supports that the pusher wire was under pressure as a result of jamming. Therefore, the cause of this event was determined to be related to user's failure to maintain continuous flush.